Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 750 mg/dl. The customer stated that she had ketones. The customer stated that the pump did not show any basal while she was trying to deliver. The customer also stated that the pump alarmed no delivery. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer declined to check for possible insulin issues. The customer was advised to do a complete set change as soon as possible. The customer does not want to return the set and reservoir for analysis.